Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant due to unknown reasons.

Manufacturer narrative:
Method: device not returned. No additional information has been provided to the registry on the implant data card from the hospital, including patient information, follow up doctor information and/or operative report. Unfortunately, without this information, no further investigation can be done. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors, and are typically not related to product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.